Event description:
It was reported that during a breast biopsy, the holster has been found to be out of alignment in the x-axis. No patient consequences reported.

Manufacturer narrative:
Cocking lever. Evaluation summary - the analysis results found that the holster's probe will not position properly when the st holster is fired because the firing assembly is not aligned properly due to damage to the firing assembly and firing fork which appears to be worn where it connects to the firing assembly. The tie strap and e-clip were damaged during disassembly. The site replaced the firing assembly and firing fork to correct the customer's complaint. The site also replaced the tie strap and e-clip. The holster was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident, however, the information you provided is compiled, monitored and reviewed by upper management on a routine basis for any associated trends.